Manufacturer narrative:
The spectra cylinder was visually inspected and functionally tested. It performed within specifications. The cylinder had holes in the outer layer that were the result of tool damage that exposed inner segments which probably occurred during removal.

Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to an unspecified reason. It was further reported that "this spectra cylinder was only being used as a spacer and it did not completely go out to mid glans." No patient complications were reported in relation to this event.

Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to an unspecified reason. No patient complications were reported in relation to this event.